Event description:
A revision surgery was performed as treatment for a worn acetabular bearing insert. It was further reported, that the attending physician elected to replace the modular acetabular shell and also reduce the femoral head diameter from 28mm to 32mm at the revision surgery on 9/19/96.